Manufacturer narrative:
Device was received with blank display. Unable to determine the root cause, problem isolated to electrical board. Insulin pump was tested and inspected with no heating device and burn/moisture damage on electronics assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump battery side was overheated. The customer¿s blood glucose level was 162 mg/dl at the time of the incident. Customer was not calling back after previous troubleshooting for a pump hot or warm or overheated. Customer does not want to continue troubleshooting. The insulin pump will be returned for analysis.